Event description:
It was reported that the 9800 system saved images of one pt in another pt's file with wrong pt info. Also, the 9800 system displayed "interlock failure error" on boot up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The gib board, hard drive, and interconnect cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.